Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a right revision procedure on (B)(6) 2014. Additional information received in patient¿s medical records reveal patient¿s revision was due to pain, signs of metallosis and a cyst. The patient¿s operative report noted metallosis, confirmed the presence of a periprosthetic cyst which contained a gray, cloudy fluid. The operative report further notes hypertrophic metal stained tissue, circumferential corrosion on the trunion, and signs of wear on the modular head. The modular head and taper adapter were removed and replaced. There has been no reported revision of the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient¿s medical records indicate that a left hip revision procedure was performed on (B)(6) 2014. The revision operative report notes hypertrophic fibrous capsular tissue containing cloudy fluid, no evidence of metallic staining, somewhat atrophic abductors and little bony lysis. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00374 & 00759).